Event description:
Customer reported that the product was being used as a 4 point restraint on a pt that was admitted to the hospital. The pt had a history of mental illness and violence. After being restrained, the pt managed to free his right arm by chewing on the arm restraint and afterwards was able to free himself from the restraint and stand up. The pt then managed to assault five staff members that were trying to restrain him. Two of the staff members were injured. One staff member was knocked unconscious and received a broken nose. The second staff member suffered a dislocated right shoulder. This report is for the first staff member that was knocked unconscious and received a broken nose. A second medwatch report is being submitted for the other staff member. (Reference MDR 2020362-2009-00721.) The unconscious staff member was admitted to the same facility hospital ER department in 2009 and was given a CT scan. He was diagnosed with a broken nose. Seven hours later the staff member was released from the ER department. The rptr was contacted two weeks later and he added that the injured staff member had also sustained a broken eye orbit. The rptr was contacted the following month and he stated that this staff member returned to work three days later and is currently doing okay.

Manufacturer narrative:
The customer provided two lot numbers, but did not know which one was used on the pt. Two lot numbers were provided: 08253 and 08234. Nose and eye orbit. There was no damage or product problem observed with the device prior to use. The customer did not return the product for evaluation and stated that the product had been discarded. He also stated that there was no product damage or product problem observed when the restraint was applied to the pt before the incident.